Event description:
It was reported that the physician changed the patients medication due to a device deficiency.

Event description:
It was reported that the physician changed the patients medication due to a device deficiency. Additional information was received from the clinical study site that it was determined that the event was entered in error and they subsequently deleted the event.